Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient experienced power switching with associated power-up and pump start. The battery was exchanged with no effect on the patient. Investigation is ongoing.

Manufacturer narrative:
Additional information received indicates that the controller had a red alarm during battery exchange, the defected battery was connected during this alarm. The controller connections were not manipulated. The patient has had multiple events of battery dysfunction (multiple times a month since the last six (6) months). The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of power switching was confirmed via review of the controller log files, which revealed that (B)(4) triggered switching events within the analyzed period. The controller ((B)(4)) and battery ((B)(4)) associated with the event experienced power-up and pump start (motor start) event on the reported event date of (B)(6) 2015 as indicated in the event details. The reported controller received a software upgrade on (B)(6) 2016. Prior to the reported loss of power, battery (B)(4) was connected to power port 1 at a charge of 96% and the second battery (B)(4)was connected to power port 2 with a relative state of charge (rsoc) of 49%. The next data points revealed that battery, (B)(4), replaced (B)(4)on power port 2. This suggest that the loss of power observed in the logs was likely due to an accidental disconnection of both power sources. The reported events of power switching and power-up and pump start were both confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, the loss of power observed in the logs was likely due to an accidental disconnection of both power sources. The additional devices mentioned in the narrative were not returned for evaluation. Heartware has opened an internal investigation to evaluate the power switching event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.